Event description:
Edwards received notification from our affiliate in mexico. As reported, this was a case of an implant of a 29mm sapien 3 valve in the pulmonic position. The patient presented with a homograft conduit in the pulmonic position. During the procedure, the 29mm sapien 3 valve was not implanted in the intended position due to a miscalculation of the landing zone. The valve was deployed over the pre-existing stent and some valve insufficiency was noticed due to the malpositioned valve. The commander delivery system and the esheath were removed from the patient as a single unit. Then, the sapien 3 valve was post-dilated to improve the valve expansion with an edwards balloon. A second stent graft and a second 29mm sapien 3 valve were implanted to achieve a good hemodynamic result.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Remains implanted.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was a case of an implant of 29mm sapien 3 valve in pulmonic position. The patient presented with a homograft conduit in the pulmonic position. During the procedure, a pre-stenting technique was performed to prepare the landing zone. First, a bare metal stent was implanted. Due the shortening of the stent, this implant result on a low position, so a second bare metal stent was implanted this time in the correct position. Then, the 29mm sapien 3 valve crimped on the commander delivery system was advanced. Good positioning was performed, but when deploying the sapien 3 valve some contrast started to leak from the proximal balloon shaft (near 3 radiopaque markers). The balloon only inflated distally so the sapien 3 valve was partially expanded. Then, several attempts to post-dilate the under expanded valve were made with the commander balloon to get full valve expansion. As a result the valve was displaced towards the ventricle but it was expanded enough to be stabilized. The commander delivery system and esheath were removed as a single unit and inspected to ensure no parts were left on the patient. A new esheath and balloon catheter were advance to totally expand the 29mm sapien 3 valve, but as it was in a too low a position, there was severe pvl. At this point, the patient was stable, so it was decided to advance a third bare metal stent through the 29mm sapien 3 valve lumen and delivered the stent inside it. A second 29mm sapien 3 valve was crimped and advanced uneventfully and successfully deployed in correct position. The patient was stable during all-length procedure and left the cath lab to reach the coronary unit. The patient did not experience any injury, the patient was alive and without consequences. As per medical opinion, the root cause of the event could be related to the miscalculation of the landing zone when implanting the first valve which caused that the balloon touched the stent graft when deploying.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b5. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site, reviewed by ew clinician, and revealed the following: valve was partially expanded (distal) near distal end of pre-stent due to inflation balloon rupture. The valve was fully deployed at the proximal end (ventricular) of the pre-stent with paravalvular leak. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malpositioned was confirmed based on imagery provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, the 29mm sapien 3 valve was not implanted in the right position due to a miscalculation of the landing zone, which caused the commander delivery system balloon rupture. The valve was deployed over the pre-existing stent and some valve insufficiency was noticed'', and ''as per medical opinion, the root cause of the event could be related to the miscalculation of the landing zone when implanting the first valve which caused that the balloon touched the stent graft when deploying''. In this case, the inflation balloon was ruptured during the valve deployment, which could lead to thv land at non-target location or malposition as reported. As such, available information suggests that procedural factors (balloon ruptured during deployment) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08715.

Manufacturer narrative:
Supplemental report submitted to correct h10. Updated h6 device code(s) and h6: investigation findings. H10: the device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site, reviewed by ew clinician, and revealed the following: valve was partially expanded (distal) near distal end of pre-stent due to inflation balloon rupture. The valve was fully deployed at the proximal end (ventricular) of the pre-stent with paravalvular leak. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition and paravalvular leak were confirmed based on imagery provided for evaluation. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, the 29mm sapien 3 valve was not implanted in the right position due to a miscalculation of the landing zone, which caused the commander delivery system balloon rupture. The valve was deployed over the pre-existing stent and some valve insufficiency was noticed'', and ''as per medical opinion, the root cause of the event could be related to the miscalculation of the landing zone when implanting the first valve which caused that the balloon touched the stent graft when deploying''. In this case, the inflation balloon was ruptured during the valve deployment, which could lead to thv land at non-target location or malposition as reported. As such, available information suggests that procedural factors (balloon ruptured during deployment) may have contributed to the complaint event. Due to the thv malposition, pvl skirt of deployed valve could not properly seal against the target site, which was leading to paravalvular leak. Available information suggests that procedural factors (thv malposition) may have contributed to the pvl. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08715.